Manufacturer narrative:
As returned the instrument is fractured below the threaded portion, flush with step. The threaded portion of the impaction head was fractured off at the step. The threaded portion was returned with the remainder of the instrument. Dents, scratches, and scuffs were visible on the strike surface of the impaction head indicating previous effective use. The instrument was conforming to print where measured. The device history records were reviewed and the records indicated that the parts met specifications at the time of manufacture. This impaction head is used for treatment. A complaint history search revealed no additional complaints against the related part and lot combination. A corrective action, CAPA (B)(4), was implemented on the occurrence of this incident. This made multiple changes to the device, including an enlarged shoulder radius to increase strength of the impaction surface to shaft region and a tightening of the material hardness range to improve impact strength, in order to reduce fracture occurrences. It also implemented field communication emphasizing the surgical technique which states: ¿impact gently on the impaction head. If the nail will not advance with impaction, remove the nail and ream the canal to a larger diameter at additional 0.5mm increments or consider using a smaller diameter nail.¿ the part related to this complaint was manufactured before the corrective action was implemented. The failure is consistent with many of the previous complaints. The instrument was in use for approximately 7 years with an unknown usage history. Witness marks and scuffs on the device show that the device has been extensively used. The probable cause of the fracture is off-axis impaction and repeated impact loading on the strike surface.

Manufacturer narrative:
This report will be amended when our investigation is complete. Device received; under evaluation.

Event description:
It is reported that the threads from the impaction head broke off into the targeting guide during use in surgery.